Event description:
A contact noticed a problem with the meter display. During the troubleshooting prcess it was determined that at least four segments are missing from the 100s position in the display. A request was made to return the meter for evaluation. In the meantime a replacement unit has been provided.